Manufacturer narrative:
The overheating complaint was duplicated during analysis. Further evaluation revealed burnt motor pins. Based on the investigation report, the motor cartridge which was corroded was the probable cause of the event. The motor bearings were replaced and other components were also cleaned, lubed and adjusted. The device was repaired and returned.

Event description:
According to the report received a stryker core impaction micro drill was overheating during a wisdom tooth extraction. Another drill was readily available and was used to complete the procedure. No adverse consequences were reported as a result of this event.